Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. According to the customer, the following details regarding the cds process were as follows: the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. It is unknown if there was a delay in the start of precleaning. It is unknown if the air/ water nozzle was flushed with air and water; however, the nozzle was wiped/ cleaned with lint-free cloths/brushes/sponges. The endoscope and air water nozzle were immersed in the detergent solution. There were abnormalities in the accessories used for reprocessing. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to deformation of zoom lever, water tightness was lost, the light guide lens and control unit and objective lens had discoloration, the suction connector was dirty due to water leakage, adhesive on the bending section cover was chipped, due to wear of angle wire, the play of the up down knob was out of the standard value, due to wear of angle wire, the bending angle in the up direction did not meet the standard value, the universal cord had a wrinkle, forceps channel port was shaved and the following were scratched: electrical contact of endoscope connector, suction connector, zoom lever, switch box, switch 1, plastic distal end cover, forceps elevator lever, up down knob, right left knob, control unit, connecting tube, forceps elevator knob, protector of the universal cord on the suction connector side, flexibility adjustment ring, the grip, the scope connector cover unit, the universal cord, and the the scope cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had a malfunction of the zoom function. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation and found a foreign object inside the nozzle. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning. The shape of the foreign substance suggests that it was an agent (e.g., antifoaming agent) containing organic silicones and silicates, but we were unable to identify the agent. The event can be prevented by following the instructions for use (IFU) which state: "instruction manual (operation section) "chapter 3 preparation and inspection 3.3 inspection of endoscope and 3.8 inspection of the endoscopic system" as follows. Inspection of the endoscope 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. The inspection method for this event is described in the operation manual "chapter 3 preparation and inspection 3.3 inspection of endoscope and 3.8 inspection of the endoscopic system" as follows. Inspection of the zoom lever mechanisms move the zoom lever toward ¿w ¿ and ¿ t¿ until it stops and confirm that it moves smoothly and correctly. Inspection of the zoom function] 1 switch to the wli (white light imaging) endoscopic image according to the instruction manual for the video system center. 3 move the zoom lever toward ¿w ¿ until it stops and confirm that the image of an object located at about 20 mm from the distal end is clearly visible. 4 while observing the palm of your hand, move the zoom lever toward ¿ t¿ and confirm that the endoscopic image changes smoothly the normal image into the magnified image. 5. While observing the palm of your hand, move the zoom lever toward ¿t¿ and confirm that the endoscopic image changes smoothly the normal image the into magnified image. 6. While observing the palm of your hand, move the zoom lever toward ¿w ¿ and confirm that the endoscopic image changes smoothly the magnified image into the normal image." Olympus will continue to monitor field performance for this device.